Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that after reprogramming they were "feeling like my heart's going in and out of rhythm". They indicated that have spoken with their physician and will be continued to be monitored. No patient complications have been reported as a result of this event.